Event description:
It was reported that the patients ipg was no longer holding a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.